Manufacturer narrative:
B3 unknown one device was received in used condition for evaluation. Visual inspection found there to be fluid ingression to the downstream occlusion (dso) and upstream occlusion (uso) sensor seals. The event history log revealed error code 1871. Functional testing was unable to be performed due to the 1871 error. It was determined that the most probable cause was a locked motor. The motor, dso seal, and uso seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 1871 when running. There was no patient involvement.